Event description:
Customer reported an alarm on the insulin pump. The blood glucose reading was 612 mg/dl. Customer treated with manual injection. She stated that the insulin pump was not working since it was dropped in water. Nothing further was reported.

Manufacturer narrative:
No a21 alarm. The insulin pump passed the self test and a21 error alarm test. Scratched display window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. No moisture damage electronic assembly.